Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that thrombus was ruled out. The cta scan was negative for outflow graft obstruction. The patient's original ldh was 3537. A repeat ldh lab test was performed and was within normal limits. The patient was stable. They were to be monitored. The patient's anticoagulation was increased due to continued subtherapeutic international normalized ratios (inrs). It was determined that there was a lab error.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the emergency room and admission to the hospital was pending. The patient had elevated lactate dehydrogenase (ldh). No alarms or symptoms were noted. A chest computed tomography angiogram (cta) was performed. Log files were submitted to rule out thrombus. A repeat ldh test would be performed. Log files revealed some periods of pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. It was reported that the patient was in the emergency room and had elevated lactate dehydrogenase (ldh) with no alarms or symptoms. Log files were sent to rule out thrombus. A computed tomography angiography (cta) and repeat ldh test was performed. The cta was negative for an outflow graft obstruction. The repeat ldh was within normal limits. The patient was stable and was continued to be monitored. The patient¿s anticoagulation was increased due to subtherapeutic international normalized ratio. It was determined that there was a lab error. The controller event log file contained events from 01jul2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, section 1, ¿introduction¿, lists potential adverse events, including hemolysis and device thrombus, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.